Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient presented to the ER with dyspnea and low flow alarms. Patient had an echo, pfh and ldh and the patient was symptomatic along with low flow alarms indicating thrombus. Patient was anticoagulated with coumadin with a goal of 2-3. Inr 4.0 at admission. The patient received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: free hgb up yo 260, ldh 1138. Inr 2.1, on heparin and coumadin. Started having dark, cola colored urine yesterday afternoon low speed alarm. Additional information also included indicated: hemolysis: yes. Device malfunction: n. Sub therapeutic anticoagulation: yes. Prothrombotic states: yes.

Manufacturer narrative:
The report of suspected thrombus and specific causes for the reported hemolysis and low flow alarms could not be conclusively determined through the evaluation of (B)(4). Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.